Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products: item # unk, lot #unk; unknown screw. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither was provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00353 and 0001032347-2023-00307.

Event description:
It is further reported that the surgeon has no complaint with the implant, and believes the need for revision is due to patient¿s contributing factor of osteolysis. The surgeon is going to place a pit on the patient and change one nostril for another. Implant information and implant date remains unknown. No further event information is available at this time from surgeon.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign sourse: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported screws intolerance has done temporal bone osteolisys in the place where screws have to be introduced with the conventional fossa implant. Attempts have been made and additional information on the reported event is unavailable at this time.available at this time.